Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, transient ischemic attack (tia), stroke and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The stroke journal documented the results of a thirty-day outcome of a multicenter registry study of stenting for symptomatic intracranial artery stenosis. The article informed that 141 patients were treated with the balloon pre-dilation plus self-expanding stenting (subject device). Of the patients treated, 6 patients had a 30 days primary end points of stroke, transient ischemic attack, and death. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. No additional information is available.

Manufacturer narrative:
The exact date of the adverse event is unknown. All patients were treated between (B)(6) 2013 and (B)(6) 2015. This report is 1 of 2 covering for self-expanding stenting treated patients that experienced strokes, transient ischemic attacks and death.

Event description:
The stroke journal documented the results of a thirty-day outcome of a multicenter registry study of stenting for symptomatic intracranial artery stenosis. The article informed that 141 patients were treated with the balloon pre-dilation plus self-expanding stenting (subject device). Of the patients treated, 6 patients had a 30 days primary end points of stroke, transient ischemic attack, and death. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. No additional information is available.